Event description:
Analysis was completed on the returned tablet and a likely cause for the reported complaint was identified. During the analysis, it was identified that the tablet bios would not accept the standard bios password. The most likely cause for the anomaly is associated with a non-standard bios password being set inadvertently into the tablet bios. Once the bios was cleared, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer's field upgrade technician reported that he was unable to upgrade a vns programming tablet to a new software version. He stated he could not figure out how to move past the bios password step of the upgrade procedure. No additional information was obtained. It was later reported that the tablet would be returned as there was no resolution to the reported issue. The programming tablet has been returned to the manufacturer for analysis. However, analysis has not been completed to date.